Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the impedances had gradually increased, which could be due to calcification/tissue on the rv lead. In addition, the patient had received and MRI, which is against labeling. Boston scientific technical services (ts) discussed continuing to monitor the patient/system, and increasing the oor alert upper limit to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.